Manufacturer narrative:
Event description: during the review of responses for the annual trilliant surgical customer satisfaction survey, one response was received from dr. (B)(6) stating "removing the tiger cannulated was impossible. Stripped every time...". The surgeon was contacted and sent a list of issues regarding the event. Follow up was received on 01/07/2020 stating that the event had happened "a few" times in (B)(6) after 1-2 years of implantation. The reasons for removal were stated as "patient doesn't like feeling of implant or failure of hardware/infection." Specific details about the individual event/events are still being requested from the surgeon. This ccr is being closed and one MDR is being submitted on or before 01/08/2020 in accordance with timeliness and applicable reporting requirements in current versions of sop (B)(4), FDA medical device reporting, and sop (B)(4), customer complaint reports. One MDR is being submitted at this time to document the report of "failure of hardware/infection" causing a hardware removal. Very limited information is available at this time and a follow up MDR shall be submitted and this investigation addended as required. The follow up information received to date did not indicate and long-term or serious injury as a result of the reported events. If additional information is received which confirms that multiple removals were caused by adverse events, additional MDR's will be submitted. Review of surgical technique: a review of the surgical technique cannot be completed at this time as the original implantation dates are unknown. The surgeon noted that the screws stripped during the removal cases, but did not indicate if this caused a delay of surgery. No case details about the removals has been provided at this time and it cannot be determined if the instructions for use were adequately followed. DHR review: the lot numbers for the tiger cannulated screws involved in the reported event cannot be accurately determined at this time as the part numbers and dates of implantation are unknown. If and when additional details become available, a DHR review will be completed if lot numbers become known. Visual / dimensional inspection: parts have not been returned at this time and a visual or dimensional inspection cannot be completed. Simulated use testing: due to the nature of the complaint, it is unlikely that simulated use testing can be completed for the adverse events causing removal cases. The report of stripped screws may be able to undergo simulated use testing if screws/drivers associated with the event are able to be returned. Evaluation of similar complaints: the ccr log was reviewed for the past 12 months to identify any events involving an adverse event causing a tiger cannulated screw to be removed when not utilized with another system. The following complaints were identified: ccr (B)(4) reported that a 2.4mm x 18mm tiger cannulated screw was removed due to an infection at the surgical site. A root cause of the event was not able to be determined. Ccr (B)(4) reported that a tiger screw was removed due to patient pain and was not able to isolate a root cause ccr (B)(4) reported that a tiger screw was removed due to patient pain and was not able to isolate a root cause the complaints log was reviewed for the past 12 months to identify any complaints related to tiger cannulated screws stripping during a removal. A total of 10 complaints were identified, 11 including this complaint. All complaints were reviewed and identified that the majority of the root causes were identified as unknown or poor screw/driver engagement. Reference below: (B)(4). Summary / root cause analysis: the root cause of the reported event was not able to be determined at this time. Additional information shall be added to this investigation as it becomes available.

Event description:
(B)(6) received the following feedback from dr. (B)(6) on trilliant's 2019 products and services survey once the survey was closed for completion and review on 12/09/2019. When prompted to provide more details if "poor" or "fair" was selected for any of trilliant's product offerings dr. (B)(6) wrote the following comment regarding trilliant's tiger cannulated screw system: "removing the screws for the tiger cannulated was impossible. Stripped every time...the deeper the head, the easier I found it." To gain further clarification trilliant sales representative (B)(6) was reached out to by sales support. (B)(6) reported that throughout 2019 dr. (B)(6) did not have a specific event he could think of that would address this complaint. In fact, dr. (B)(6) very rarely utilizes the tiger headed cannulated screw system and typically uses the headless system. (B)(6), dr. (B)(6) previous sales representative was also reached out to in regards to this compliant and was able to provide clarifying information that dr. (B)(6) said this because of his dislike of trilliant's cruciform head for the tiger screw system and would like to see trilliant manufacture screws with a hexalobe head. Neither representative could define a time when a removal of a headed tiger screw took place that this comment would have stemmed from. On 01/07/2020 dr. (B)(6) was emailed the following correspondence to clarify the comment left on trilliant's 2019 products and services survey. "Good afternoon dr. (B)(6), I wanted to follow up with a few questions in regards to the feedback you left on trilliant's 2019 products and services survey. We received the comment "removing the screws for the tiger cannulated was impossible. Stripped every time...the deeper the head, the easier I found it." We are sorry to hear that you had to remove any tiger screws that you originally implanted and we would like to document your feedback to potentially resolve further issues for you and other surgeons alike. With your given feedback, our quality management system allows all feedback to go through a customer feedback/customer complaint report. These reports help our quality/engineering departments properly form investigations in regards to the nature of complaint/feedback. With this, I will need to gather a few key details in regards to your survey feedback. For any removal, I need to know the following: date of original implantation? Facility of original implantation? Date of explantation? Facility of original explantation? Reason for explantation? What was utilized it in it's place/what did you do to remedy the removal? Patient age, gender, notable comorbidities? Which screw size were you utilizing/explanting? If this would be easier to go over via phone call, feel free to contact me at the information provided below. Thank you! " the following response was received on 01/07/2020: "(B)(6), date of original implantation? Happened a few times, couldn't remember actual date, but was in 2018 facility of original implantation? (B)(6). Date of explantation? 1 to 2 years after. Facility of original explantation? (B)(6). Reason for explantation? Patient doesn't like feeling of implant, or, failure of hardware/infection. What was utilized it in it's place/what did you do to remedy the removal? Either just removed it since bone was fully healed and screw was no longer needed, or removed piece of bone. Patient age, gender, notable comorbidities? None of this seemed to matter as in the screw head was visible, and the head didn't accommodate the screwdriver tip very well at all. Which screw size were you utilizing/explanting? Smaller sizes seemed more susceptible to this problem -(B)(6)." As of 01/08/2020, no additional information has been received and an MDR is being submitted on 01/08/2020 in accordance with timeliness and applicable reporting requirements in current versions of sop (B)(4), FDA medical device reporting, and sop (B)(4), customer complaint reports. One MDR is being submitted at this time to document the report of "failure of hardware/infection" causing a hardware removal. Very limited information is available at this time and a follow up MDR shall be submitted and this investigation addended as required. If additional information is received which confirms that multiple removals were caused by adverse events, additional MDR's will be submitted.